Manufacturer narrative:
Insulin pump was received with critical pump error (open book) due to moisture damage on the motor, battery tube, vibrator, keypad flex tail and electronic assembly noted. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. Blood glucose was 11.2 mmol/l. Customer¿s mom stated that they received a critical pump error image on the pump screen when her daughter went on swimming. Customer¿s mom stated that there was no crack on the insulin pump but the pump's battery compartment has moisture in it. The insulin pump will be returned for analysis.